Manufacturer narrative:
Although the complainant has indicated that the suspect device will be returned for eval, the device has not been received. Therefore, a failure analysis is not available; the relationship between the device and the event is undetermined. A search of the complaint database revealed no add'l complaints have been reported for this lot. The oct. 2007 15- month jagwire product family complaint trend report, inclusive of all failure modes, was reviewed; no unfavorable trend was noted.

Event description:
Note: this report pertains to the first of two device malfunctions occurring in the same procedure. See related MFR report # 6000123-2007-00050. In 2007, it was reported to boston scientific corp that an endoscopic retrograde cholangiopancreatography in conjunction with a stent placement procedure was performed using a jagwire guidewire (pt, gender and weight unk). According to the complainant, "the jagwire guidewire was inserted into an olympus swing tip cannula up to the intrahepatic duct but could not pass the structure and found that the 5cm distal black tip had fallen in the common bile duct." Reportedly, the physician successfully removed the tip with a bsc extractor retrieval balloon. Then, a second jagwire guide wire was utilized.